Event description:
Reporter noted intermittent error messages and was unable to resolve via phone. Patient on table when case was cancelled. Patient returned for procedure and is reportedly doing fine.